Event description:
A pt reported they were unable to receive an accurate reading on their one touch ultra meter due to their meter allegedly would not power on or would power off during use when it would turn on. There was no result on their meter as the pt was unable to test. Treatment was not reported. No further info has been reported. No serious injury or allegation of harm.